Event description:
Product analysis for the generator and lead was completed. Though it is difficult to state conclusively, it appears the reported fractured lead allegations were verified in the returned lead portion. Scanning electron microscopy images of both the positive and negative lead coils show that pitting or electro-etching conditions have occurred at each coil end. Also, the images indicate the lead coils were cut in at least one strand of the quadfilar coils. However due to metal dissolution, a conclusive determination of the fracture mechanism of other strands of the positive coil could not be made. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The generator, which was replaced prophylactically, performed according to functional specification, and visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
A physician reported that the patient had a broken lead. No patient adverse events were reported. Diagnostics showed current was not being delivered to the nerve. The patient had generator and lead replacement on (B)(6) 2012. The explanted products were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The return product form indicated the reason for replacement was due to a broken lead wire. Attempts for additional information from the physician's office have been unsuccessful to date. The patient had the generator and lead initially implanted on (B)(6) 2011.

Event description:
The implant card was received for the full revision surgery on (B)(6) 2012, which indicated the reason for replacement as "broken lead wire."

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the surgeon's office reporting that the generator was replaced due to end of service. However, follow up with the neurologist's office confirmed that the generator was replaced prophylactically. No diagnostic results and programming history were provided. The physician did not note if patient manipulation or trauma was suspected to have contributed to the lead break in the clinic notes. No additional information was provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.